Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (6). Same case as MDR ID: 2134265-2010-01135, 2134265-2010-01137. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target lesion was located in the mid right coronary artery (rca). At the index procedure, 3 unknown size taxus express2 stents were implanted in the target lesion and 1 unknown size taxus express2 stent was implanted in the mid left anterior descending coronary artery. At 256 days post index procedure, the patient underwent target vessel resvascularization for a 99% stenosed, 16.2mm, non-thrombosed lesion located in the distal rca. The lesion was treated with predilation and an unknown size non-bsc stent was implanted resulting in 9% residual stenosis and minimum lumen diameter of 2.9mm. Timi-3 flow was maintained pre and post reintervention. The event was considered to be resolved 1 day later.